Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Customer states that remove battery, press and hold the return-button until the screen turns off .the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the unit alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly.